Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. Analysis of the instrument and the instrument data indicate that the cause for the discordant ipth results is unk. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A discordant low immulite 2000 ipth (pth) result was obtained for one (1) pt sample. The laboratory questioned the result due to the pt's history, and the sample was re-tested in duplicate. The discordant low ipth result was not reported to the physician. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant ipth results.